Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The flow sensor was replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 10/23/17 phone call, 10/24/17 phone call, 10/25/17 phone call.

Event description:
The hospital reported the unit alarmed during a case and lost the ability to ventilate in pressure mode. There was no report of patient injury.